Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the patient complained of occasional pain and soreness at 53.8 weeks after being treated with a trigen retrograde femoral nail system for a right femoral fracture on (B)(6) 2017. At that time, an MRI confirmed inflammatory reaction due to internal fixation device of right femur and the patient underwent a revision surgery for distal-most interlocking screw removal on (B)(6) 2017. After the revision surgery, the patient was doing so much better. This information was provided as part of a trigen pmcf study. No further details are available at this time.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented was part of a trigen pmcf study. Per the complaint, no further information will not be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. However, based on the information provided, this patient was revised due to the reported inflammatory reaction to the internal fixation device and is doing well. Since no other harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes that could contribute to the reported event have been identified as patient reaction, post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.